Event description:
The hcp reported that a rotor stall was noted during a rotor study. A catheter dye study showed the catheter was ok. No alarm was heard from the pump. No specific pt symptoms were reported. The pump was explanted and replaced. The pt recovered without sequela. The pt's pump contained morphine at a concentration of 40 mg/ml with a dose of 7.6 mg/day.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.